Manufacturer narrative:
The 3mm dia magnetic trocar body (cev177a3) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the trocar body verified the complaint reported by the customer as valid. The inserts became stuck when removed from the trocar head. Root cause analysis: it was determined that the most probable cause of this defect is that the edge of the magnetic disk of the trocar head was not rounded enough during fitting operations. It was noted that this is an isolated occurrence and a reminder has been sent to the operators.

Event description:
This report is 2 of 2 and is for for one of the components/trocar body/3mm dia magnetic trocar body (cev177a3) of the device reportedly used during this event. This complaint is related to mfg number 3003249645-2024-00004. It was reported that the "instrument" was blocked when taken out of the trocar by the magnet. No other device was used to finalize the surgery. The device worked by insisting, trying several times. It was reported that the device was in contact with the patient. No patient injury or death was alleged; however, surgery time was reportedly increased more than 30 minutes.